Event description:
It was reported that the insulin pump had moisture damage. The customer noticed water under the display. Customer stated that the insulin pump was not exposed to moisture. Advised the insulin pump would be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip. No moisture damage found inside the insulin pump.